Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage, on (B)(6) 2016 it was discovered that the biomed (customer) left a note on the unit, "failed occlusion test."

Manufacturer narrative:
Submit date: 02/12/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit failing the occlusion test. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.